Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that her blood glucose was 423 mg/dl. Troubleshooting was declined: her blood glucose was high due to eating a donut. The insulin pump was not returned for analysis.